Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level (bg) of 40 mg/dl. Reportedly, customer entered in their basal rates incorrectly which decreased their bg level. Customer consumed carbohydrates to address bg. Tandem technical support assisted customer in making settings adjustments.